Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was 481 mg/dl and she changed her site but her blood glucose is still high. Customer treated with the pump. Customer stated that she had little air bubbles in the tubing. Troubleshooting was performed and the insulin did exit the tubing. Customer's settings were accurate. Customer had low reservoir and no delivery alarms in the alarm history. Customer stated that she did not have a tubing clamp. Customer will be sent a tubing clamp and was advised to call back to continue troubleshooting once she receives it. Customer was advised to do a complete set change. Customer stated that she was not able to take out the infusion set to check the cannula.